Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) which occurred on the home choice device during dwell 1. The home patient (hp) was connected at the time of the alarm, and had not disconnected at any time prior. The registered nurse (rn) stated that she was not the one that set the machine up so she was unsure if the extension was connected during prime or not. The technical service representative (tsr) explained to the rn that she would need to setup with new supplies. There was patient involvement but no patient injury associated with this event. The caller discarded the sample.